Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower 2 door 2 latch had multiple failures and continued to fail despite prior cleaning. A field service engineer cleaned the latches and tested the device in hardware test application with customer confirmation of operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, tower 2 door 2 experienced multiple failure events. The latch was cleaned; however, the door continued to fail. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.